Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and did not find any errors in the diagnostic logs. The cse was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all performed tests were passed.

Event description:
It was reported that during patient use, the ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.